Event description:
An end user reported she applied her wafer and pouch. That evening (12 hours later) the end user stated she removed pouch to wipe stool away from the wafer, upon reapplying the pouch to the wafer the end user stated she pinched her stoma between flanges of pouch and wafer. The end user went onto state she separated the pouch and found a small blood blister on top of her stoma, which she stated was not bleeding. The end user stated one week later the blood blister was no longer there.

Manufacturer narrative:
Based on the available information this event is deemed a reportable serious injury. The end user stated she discontinued use of wafer and pouch the next day. A final quality investigation was performed on (B)(4) 2011. A batch record review for lot was performed, no assignable root cause was identified and there were no discrepancies noted within the batch record related to this complaint issue. The retained product was evaluated and the evaluation results are as follows: the samples were visually inspected and all samples appeared to be in normal condition. Leak testing was performed and passes the established specification. A review of complaint trend for previous 12 months was performed and this is the only complaint of this type for this lot was received. There is no indication of complaint trend based on this review. No nonconformance or corrective action preventative actions relating to the primary reason for contact for this complaint were found in the nonconformance reporting system for the previous 12 months of case creation. Based on the investigation conducted, this complaint is not confirmed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. This MDR is being reported as a result of a retrospective review of complaint records conducted by convatec for complaints received from may 01, 2011 - september 30, 2013.